Event description:
This device was reporting eos, which was deemed an early eos. The battery voltage was measured at 2.05v. A device change out was recommended.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for 20 months. The inspection of the ICD memory revealed that the eos battery status was reset on (B)(6) 2014. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. Therefore, the ICD was opened. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was normal and as expected. The electronic module was attached to an external power supply. Once again a fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer. The manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The electrical measurement confirmed the battery depletion. The destructive analysis of the battery yielded no anomalies. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. There was no indication of a workmanship problem or a material defect. In summary, with regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Despite thorough and time consuming analysis no conclusion could be drawn regarding the root cause of the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.